Event description:
It was reported the patient's ((B)(6)) lead was replaced due to invalid impedance readings. No further patient complications were reported following the procedure.

Manufacturer narrative:
Evaluation results: the returned lead had a kink where all the wires were broken 15cm distal to the stim end. A cam impression, consistent with the use of a swift-lock anchor was also observed. When a standard swift lock anchor was aligned to the cam impression, the location of the broken wires corresponded to the distal end of the anchor. The damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.